Event description:
A nurse reported that during retinal detachment surgery, they switched on fax (fluid air exchange), 20 gauge, but no air entered the eye. The tubing was changed and the issue resolved. It was reported that the fax has failed in the past, but only with retinal detachment surgeries. Additional info was received from the nurse who reported that the pt did not experience any harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of two complaints reported for this issue. This is one of three complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause; however, complaints of a similar nature have been received and the root cause in those cases is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address complaints of a similar nature.(B)(4).